Event description:
The customer reported being hospitalized due to high blood glucose of over 600 mg/dl. The customer was experiencing unexplained high glucose for the past two days. Troubleshooting was performed. The time, date, and programming were correct. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.